Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: endostitch needle broke in half. Half in patient and half connected to endostitch. Broken tip in patient retrieved laparoscopically by dr. Elg. The case was extended by more than 30 minutes.